Event description:
Additional information was received indicating that the patient's generator has been programmed off. The nurse practitioner also indicated that the patient has been seizure free for years; however no additional information was available regarding the patient's reported symptoms. Specific diagnostic results were also not provided. Programming history available in house was reviewed and based on the information available, there is no record of high impedance. The last available diagnostics were from (B)(6) 2010 and were within normal limits.

Event description:
It was reported by a nurse practitioner that a vns pt complained of jaw pain, coughing, and vomiting. Pt's setting was at 0.25ma and system diagnostics revealed high lead impedance. According to clinic notes however, the high lead impedance was first observed in 2005. The nurse believed that pt's adverse events were due to high lead impedance. Pt's generator has been disabled and it is unk if surgery will occur since pt has not benefited from the vns.